Event description:
Users reported the model 3100b stopped functioning all of a sudeen with all panel displays blank. The pt being treated at the time was "bagged", then placed on a model 3100a until another 3100b was available. There was no info provided about the pt outcome.